Manufacturer narrative:
No unexpected howling anomaly noted during testing. The insulin pump passed self-test, displacement test, rewind test, basic occlusion test, prime, occlusion and excessive no delivery test. Unit had minor scratches on display window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump made an unusual sound when she was about to bolus. Customer reported that she did not recall the insulin pump returning any alarms. Blood glucose level was 346 mg/dl near the time of the call. No further information was provided.